Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was having right-sided heart failure symptoms and needed a right side support device. The pt had been running at 10,000 rpm and the aortic valve was still opening. A ramp study was performed and the aortic valve continued to open with increases in rpm's. The surgeon suspected possible pump thrombus. The pt's pump was explanted and the pt received an artificial heart.

Manufacturer narrative:
The device was returned to the MFR and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.